Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. D4: primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked prior to patient use. There was no harm/adverse event reported.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.